Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide needle pulled out of the hub and remained in the patient's arm. The nurse pulled the needle out with their fingers without any adverse effects. The following information was provided by the initial reporter: "pt came in today for a flu vaccine with sibling. When I administered the vaccine and was ready to pull out the needle from his left arm the actual needle stayed inside the arm while the "safety clip/gurad" and syringe came off. The needle actually stayed inside the arm. Pt did not notice and neither did mom. I was able to pull it out with my fingers without poking myself. "

Manufacturer narrative:
H6: investigation summary: seventy-three safetyglide needle assemblies were received and evaluated. Two were loose and attached to unknown syringes. Seventy-one were in fully sealed blister packs from batch 0252792 (p/n 305916). It was observed one of the loose needle assemblies had the cannula detached. The needle pulling out of hub defect was rejectable per product specification. Potential root cause for needle pulled out of hub defect is associated with the needle supplier¿s manufacturing process, not enough epoxy was applied creating a weak joint with the plastic needle hub. No corrective actions are necessary for the needle packaging site based on the defective rate identified. Based on the investigation and with the sample analysis the defect reported by the customer is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub and remained in the patient's arm. The nurse pulled the needle out with their fingers without any adverse effects. The following information was provided by the initial reporter: "pt came in today for a flu vaccine with sibling. When I administered the vaccine and was ready to pull out the needle from his left arm the actual needle stayed inside the arm while the "safety clip/guard" and syringe came off. The needle actually stayed inside the arm. Pt did not notice and neither did mom. I was able to pull it out with my fingers without poking myself."